Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified that the device was last serviced for an issue related to reported problem. Event log was not available to review. Primary reported problem of double beeping with no cassette was not verified by functional testing. The cause is probable the downstream occlusion (dso) sensor. Replaced the dso sensor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had double beep without cassette attached. The event occurred during testing. There was no delay in therapy. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.